Event description:
Customer reported that upon removal from the liquid nitrogen the cryocyte bag split along the seam. The bag was filled with 55 ml rbc product in 10% dmso cryopreservation solution. Storage was performed in metal cassette and in liquid nitrogen. This was a validation run, no patient was involved.

Manufacturer narrative:
Production records for lot h02g25091 were reviewed and all applicable results were found to be within specification. A query of the complaint database for this reported lot number shows two other similar complaints reported in the last 24 months. Sample was discarded and will not be returned for evaluation.